Manufacturer narrative:
The electronic data files from the AED have been requested in order to investigate the complaint. To date, the electronic data from the AED has not been returned. The investigation remains open, and no root cause is known. Should additional information become available, a follow-up MDR will be submitted.

Event description:
An international distributor reported crew members on a ship deployed an AED on a pulseless patient dying from pneumonia and the AED did not shock the patient, but the crew felt it should have. It was also reported that the patient was not resuscitated. Although there is no information to suggest the patient's heart rhythm met the indications for a defibrillation shock, or any indication of a device malfunction or use error; this MDR is being filed out of an abundance of caution.

Manufacturer narrative:
On (B)(6) 2019, the electronic data files from the defibtech lifeforce AED, serial number (B)(4), were received. Analysis of the electronic data files reveals an event on (B)(6) 2019, totaling 912 seconds and consisting of 9 analysis periods with no shocks advised. Throughout the event, the AED functioned as designed; no malfunctions are evident. The details of the event are as follows: analysis 1 - the AED encountered interference and appropriately, analysis was re-initiated. Analysis 2 - the AED encountered interference and appropriately, analysis was re-initiated. Analysis 3 - the AED encountered junctional bradycardia, a non-shockable rhythm and appropriately, shock was neither advised nor delivered. Analysis 4 - the AED encountered interference. Appropriately, analysis was ended and re-initiated. Analysis 5 - the AED encountered junctional bradycardia, a non-shockable rhythm. Appropriately, shock was neither advised nor delivered. Analysis 6 - the AED encountered asystole. Appropriately, shock was neither advised nor delivered. Analysis 7 - the AED encountered asystole. Appropriately, shock was neither advised nor delivered. Analysis 8 - the AED encountered asystole. Appropriately, shock was neither advised nor delivered. Analysis 9 - the AED encountered asystole. Appropriately, shock was neither advised nor delivered.